Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to the patient experiencing shorter battery life and then difficulty charging. The patient is fully recovered. Device will not return due to facility policy and electrocautery was used during exposure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4), product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16099553. Tw# (B)(4), product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 352499.